Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for suction issue, filling problem and blood contamination issue. A definitive root cause for the reported failure could not be determined based upon the provided information. The device is labeled for single use. H10: b5,g4. H11: d4,h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly experienced device contamination with body fluid, suction problem and filling problem. The information was received from one source.this malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk encor probe biopsy instrument allegedly experienced device contamination with body fluid. This information was received from one source. The event involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.